Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain additional information were unsuccessful. This is the final report.

Event description:
The recipient reportedly experienced a blister at the implant site. The recipient is presenting with redness and discomfort. The recipient was prescribed an antibiotic ointment. The recipient ceased device use. The recipient was recommended to use moleskin.